Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head image was not displayed during inspection. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flooding due to the cracked connector, corrosion of the electrical contact, cracked connectors, dents on the connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the overall degradation of the connector and damage on the electrical contacts could have led to the image issue reported. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.